Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, high metal ion levels (labs (B)(6) 2011), vertical cup, and osteolysis. There was no mention of infection or dislocations as previously alleged.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleged metal wear.